Manufacturer narrative:
Follow-up #1 date of submission 01/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings: a review of the black box data showed no activity outside of normal use. The pump passed the ez prime steps with no power issues. The current readings were found to be within specifications. The pump cover was removed and no internal defect was found to the motor flex. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor issue/noise during priming. No further details were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.